Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling device as per the following instructions for use: operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿device does not go through etd4 fm flow control " was confirmed. The following findings were noted during device evaluation: grip is shaved, forceps channel port has a dent, air water cylinder has no color, scope-cylinder has no color, switch button 1 has a pinhole, scope-cover has a scratch, switch box has a scratch, right/left up/down knob has a scratch, scope connector cover unit has a scratch, scope connected-case unit has a scratch, plug unit has a scratch, label on scope-connector is damaged, due to a crack on plastic distal end cover, insulation resistance value at distal end does not meet specifications, objective lens has a crack, connecting tube has a buckling, and universal cord has a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that the evis exera iii gastrointestinal videoscope device does not go through etd4 fm flow control during preparation for use. Upon inspection and evaluation, the light guide lens has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.